Event description:
It was reported that during a laparoscopic cholecysectomy procedure, the device jaws stopped working properly. The problem could not be resolved and a second instrument was used to finish the procedure. No patient consequences.

Manufacturer narrative:
Date sent: 06/22/2006.